Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "early or late postoperative infection and allergic reaction." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-05530/-05531 & 2014-00835).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2003. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2009 due to an unknown reason. Review of invoice history confirmed the modular head was removed and replaced. Patient's legal counsel reported patient underwent further revision on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, fluid buildup and metallosis. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05530 / 05531).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2003. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2009 due to an unknown reason. Review of invoice history confirmed the modular head was removed and replaced. Patient's legal counsel reported patient underwent further revision on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, fluid buildup and metallosis. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the (B)(6) 2009 revision was due to pain, dislocations and instability. Medical records further noted the presence of pseudocapsule, fluid, a bald trochanter, scar tissue and a significant shuck. The modular head was removed and replaced. Medical records further noted that the patient had a hematoma, infection and placement of antibiotic beads on an unknown date. Subsequently, a revision was performed on (B)(6) 2013 due to pain, limited function and dislocations. The medical records further noted the presence of fluid and brownish, necrotic looking tissue. The antibiotic beads were removed. The modular head was removed and replaced. The acetabular cup was removed and replaced with a competitor¿s component.